Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic prostatectomy, after holding the needle to attempt and use the device, the thread slipped out of the needle even though there was no resistance, so a new product was taken out to be used, however the thread came off the needle the same as the first one. The procedure was completed with another device. The event occurred during the procedure butt he product was not used for patient. There was no patient injury.